Event description:
It was reported that arteriotomy closure of a the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the suture broke when the plunger was being pulled back. The method used to achieve hemostasis was not specified. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the returned device found that the posterior cuff was missed. A cuff miss could appear very similar to the user as a suture break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.